Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s body on (B)(6) 2010 with (B)(4) (control cable 1.8mm x 2.4in w/sleeve), lot:c74jf1000 and dv3cw1000, 556071j (screw 6.5x20), lot:05060, and 556073j (screw 6.5x30), lot: 01398. The patient complained a pain so that the surgeon suspected a pseudotumor around femur. The revision surgery was performed on (B)(6) 2017 by replacing the head and the cup. No further information was provided by the hospital. Doi: (B)(6) 2010; dor: (B)(6) 2017; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.